Manufacturer narrative:
(B)(4).

Event description:
A chest x-ray revealed right atrial lead fell from its right atrial appendage position to the lower right atrium. Parameters looked normal, but a decision was made to revise the lead position.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.